Event description:
It is reported that a customer would like to return their insulin pump for unknown reasons. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Findings: unit received with blank display due to corroded battery tube. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked.